Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to low out of range shock impedance measurement, measuring at 1 ohms. During defibrillation threshold testing (dft), the device delivered a 65 joule shock and there was non-conversion. This device and electrode were replaced with a new system and a successful dft was performed. It was suspected that this device might had been damaged during the 65 joule shock and the physician is requesting analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device revealed an arc mark on the pulse generator case. Electrical testing was performed and a high current drain was observed. Based on analysis of the returned product which laboratory found an arc mark on the pulse generator case, this type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the device case. Therefore, the damage is deemed due to the environment outside of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant due to low out of range shock impedance measurement, measuring at 1 ohms. During defibrillation threshold testing (dft), the device delivered a 65 joule shock and there was non-conversion. This device and electrode were replaced with a new system and a successful dft was performed. It was suspected that this device might had been damaged during the 65 joule shock and the physician is requesting analysis. No adverse patient effects were reported.